Event description:
I would like to provide supplemental info on a fatal incident involving a medical device in surgery during an anesthetic I administered. I reported my experience in writing to the devce MFR through their regional rep and also shared my experience with the hospital quality officer who told me that he filed an MDR. The medical device involved was a howmedica 30 mm large bone plug canal sizes 18-22 mm reference 6215-5-021, lot 02190xxnea. Drs implanted the device, manufactured by stryker orthopaedics, in the pt's left femur. The use of the device took place in 2007. The pt died ten days later without ever regaining his pre-operative responsiveness. The pt broke his left hip the previous day and presented for hemiarthroplasty. He was alert and stable medically but had a history of poorly controlled hypertension. He received sedation for comfort and had an uneventful administration of spinal anesthesia. He received supplemental oxygen by nasal prongs. The surgeon positioned the pt on his right side for surgery. Additional sedation was administered as surgery proceeded, but the pt would awaken periodically, especially when the surgery produced vibration of the table. The case went uneventfully until the surgeon decided the femoral prosthesis would require cement instead of the previous plan for a press fit. The surgeon next discovered that the size of cement restrictor or bone plug he desired was not part of the hospital's current stock. Instead he was forced to trim a larger plug. His first effort to place the plug was not successful in reaching the necessary depth inside the femur, so he removed the plug, trimmed it further, and drove it with a mallet into the proper position. With the first placement of the plug the pt awoke and asked me if there was any way he could see what the surgeons were doing. I told him that it was not possible because of the drapes used to keep the site sterile. A few seconds later the plug went in for the second time and the pt rapidly became agitated, moving his arms, and no longer responding to my efforts to find out what was alarming him. To keep him under control, I administered a small dose of propofol and then needed to increase his oxygen flow since his oxygen saturation fell from the high 90's to the 80's. As the pt seemed to stabilize, still well sedated, I looked up to see the surgeons starting to apply the cement. In the post anesthesia recovery unit the pt was somewhat responsive to commands to cough or breath deeply, but required 100% oxygen from a non-rebreathing mask to keep his spo2 in the low 90's. We transferred the pt to the ICU where he was soon intubated and ventilated. He had an episode of hypotension that was corrected and then he slowly regained pulmonary function over the next week. The pt underwent a multitude of diagnostic tests including a normal CT scan of his head. A d-dimer test was consistent with a pulmonary embolus. He was evaluated for the possibility of a septic event. In summary, no definitive diagnosis emerged while the pt regained near normal cardiopulmonary function, but did not awaken. In consultation with the family, the pt was extubated in the morning and expired later that day. An autopsy found an area of lung consolidation and an area of subendocardial infarction in his heart. Neither of these findings would have caused the pt's loss of mental function. The medical literature has a number of articles reporting the occurrence of air emboli as often as 30-40% during placement of hip prostheses. The fact that this pt was positioned on his right side made us consider the possibility of a paradoxical air embolus in which air would pass upward through a probe-patent foramen ovale. We found such a case reported from another country ("severe paradoxical intracranial embolism and pulmonary emboli during hip hemiarthroplasty," british journal of anaesthesia 91(6), 911-913 (2003)). The autopsy of this pt failed to find a probe-patent foramen ovale. Perhaps air, debris, clot or fat did manage to cross the capillaries of the lung to reach the left side of the heart to cause diffuse brain injury and also the infarction of the subendocardium. We can only speculate. The autopsy did not report any findings from examination of the brain to explain the clinical course. The surgeon's dictation did not include any mention of trimming the bone plug or placing it inside the femur twice, but this would seem an unintentional omission since the bone plug is not normally a key item in the procedure. Anesthesiologists often encounter agitation during the cementing of a hip prosthesis that we attribute to the plastic moner entering the circulation, but in this case the pt reacted ahead of the application of the cement. Effects of cement moner are normally transient. The MFR's rep informally confirmed that the bone plug has a means of venting air so that the air captured in the shaft of the femur is not forced into the pt's venous circulation. We have no way of knowing if the vent remained open during the second passage of the plug down the femur. We do know that the fit was tight enough that it required the use of a mallet to position the plug. Since the hip was as high, if not higher, than the heart during this procedure and since the bone would probably hold open any veins cut in the reaming prior to application of the plug, the introduction of air seems a possiblity definitely worthy of consideration, as noted in "air enbolism in hip surgery," anaesthesia 35(9), 858-862 (1980). Unfortunately, the pt's CT scan did not demostrate brain infractions. One might think that it would be possible to create a safer bone plug that deployed after placement in the femur rather then acting as if it where a syring plunger sliding the shaft of the femur. See scanned pages.

Event description:
Patient presented w/hip fracture s/p fall at home. Patient had left hip unipolar w/cemented hemiarthroplasty patient experienced drop in bp and sao2 during procedure. Initially responded to intervention post procedure, patient experienced worsening oxygenator and hypotension requiring intubation. Patient remained unresponsive and expired in 2007.